Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarm 30 occurred during basal delivery. Additionally, cartridge alarm (alarm 20) occurred with multiple cartridges. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 200-300 mg/dl.